Manufacturer narrative:
The device has been discarded. As a result, a determination cannot be made. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a tlh procedure while using the pks omni instrument, coag was weak and inefficient. Coag settings from 60-100 were weak on even the smaller vessels. The hospital g400 generator was used at the hc2 setting. The patient bled a lot, but suffered no patient harm. The same device was used to complete the case.